Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's black lead was damaged, but it was not safe to perform a system controller exchange at the time, so one was planned for next month. No alarms were seen, and the internal backup battery (bb) was changed for 0 months remaining. Log files were sent for review, and the system controller cable voltages were normal. Rescue tape was recommended to be applied for the time being to the damaged lead. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged black power lead was unable to be confirmed; however, the reported event of the internal battery having 0 months remaining was confirmed via log file analysis. Review of the submitted log files contained relevant data from (B)(6) 2025. Throughout the entirety of the log files, backup battery fault alarms were active due to an emergency backup battery (ebb) end service life faults. The alarms did not resolve within the log files. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Provided information stated that it was not safe to perform a controller exchange so an exchange was planned for a later date. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the damaged power cable was unable to be conclusively determined through this analysis. The root cause for the expired backup battery was determined to be due to user error, by not replacing the backup battery in a timely manner. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain that the backup battery has a limited lifespan of 36 months from the manufacture date. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 instructions for use section 2 ¿system operations¿ states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. The heartmate 3 instructions for use section 2 ¿configuring the backup system controller¿ indicates that the backup system controller¿s internal backup battery must be installed and the clock set. This way the backup system controller is ready if the running system controller needs to be replaced. Instructions are provided for setting the clock and installing the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.